Event description:
A physician was performing prolotherapy procedure on a 25 year old male patient in an out-patient setting to undergo injection of dextrose 50% into the buttock area just about the greater trochanteric on the left side. When the syringe was pulled out the needle attached did not resurface and became fully dislodged and into the patient's buttocks which was realized by the physician upon pulling away the syringe. The patient was admitted to the hospital that evening and patient stayed overnight and underwent surgery while under general anesthesia the following day. The same day as the surgery the patient was released from the hospital without complications or restrictions.